Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was that the controller was giving them a hard time recharging the implanted neurostimulator (ins) as the controller kept saying that batteries low replace the controller batteries soon. Agent reviewed screen meaning with the pt. Pt said that the recharger cord kept zapping them as well when recharging the ins. Patient stated that the recharger cord had pulled away from the paddle and wires were sticking out so they had to stick electrical tape over the cord. When asked for the event date, patient stated that it was probably about three weeks ago. Pt said that every now and then the controller would say that it was not connecting and then they started getting zapped by the recharger. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s lot#/serial# (B)(6), product type recharger analysis found, recharge antenna failure. Cable insulation is peeling away between donut and strain relief and wires are exposed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.